Event description:
It was reported, by the pt, that following a coronary artery drug eluting stenting treatment procedure a myocardial infarction occurred. The pt had a 2.75x12mm taxus express2 drug eluting stent (des) placed in an unknown location in 2006. Approx seven months later, the pt suffered a myocardial infarction. The pt was reevaluated by angiography two months later,where it was found that the previously implanted stent was patent. Add'l info has been requested but not received.

Manufacturer narrative:
The complaint indicated that the device would not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.